Event description:
Customer reported the tube stopped working during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable. System operates as intended.